Manufacturer narrative:
Evaluation results and conclusion: (history of stroke). (B)(4).

Event description:
The physician had treated a lesion in the ica-eca with a mo ma ultra cerebral protection device and unknown brand stent. Approximately 5 days post the index procedure the patient suffered paralysis and was treated with a prolonged hospital stay and medication. The relationship between the event and study device is unknown. Patient remains paralyzed.

Event description:
The lesion treated during index procedure was in the left ica-eca.

Event description:
Lesion treated during index procedure is the left ica-cca investigator assessed that the reported event is not related to the study device but related to the study procedure.